Manufacturer narrative:
Investigation: photo evaluation: 2 photos were received for investigation and observed package poor perforation. Sample evaluation. 23 actual samples in sealed package were received for investigation. The 23 actual samples were subjected to visual inspection to check for package poor perforation. Observed package poor perforation from all returned samples. Probable cause could be at the perforation station of the primary packaging machine, the production technician could have detected package overcut on a strip and adjusted the air pressure to try to balance the cutting pressure which unknowingly could have resulted package poor perforation at the other strip. The production technician had also overlooked to inspect all the strips after adjustment was made and perform backtracking on produced parts. There are 16 blades and it is all controlled by 1 air regulator. DHR was performed and there were no poor perforation rejects at the outgoing inspection. No quality notification was raised for past 12 months on similar reported defect.

Event description:
It was reported that 3500 bd precisionglide¿ needles had poor perforation that made them difficult to separate without tearing into another's packaging. The following information was provided by the initial reporter, translated from chinese to english: "the defect rate is too high, the tandem cutting is incomplete, and the tearing affects another aseptic package, causing cost increase and inconvenience and trouble in clinical work."

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3500 bd precisionglide¿ needles had poor perforation that made them difficult to separate without tearing into another's packaging. The following information was provided by the initial reporter, translated from chinese to english: "the defect rate is too high, the tandem cutting is incomplete, and the tearing affects another aseptic package, causing cost increase and inconvenience and trouble in clinical work."